Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, paravaginal repair to cystocele, and rectocele repair due to uterine prolapse, sui, and rectocele. It was reported that the patient also had repliform implanted on 10/09/2006. It was reported that the patient underwent mesh revision (trimming of exposed vaginal sling with re-approximation & repair) on (B)(6) 2007 due to vaginal erosion of mesh & vaginal stricture.